Event description:
The affiliate reported the customer alleged an erratic gi (gastrointestinal) monitor cancer antigen 19-9 (ca 19-9) result, for one patient, involving unicel dxi 800 access immunoassay system. The customer received an initial result of 73.7 u/ml. Subsequent testing of the patient sample, at approximately five hours after the initial test, recovered a result of 20.4 u/ml. It is unknown if the erratic result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
There is no indication service was dispatched for this incident. Level 1 quality control (qc) was within range at the time of the incident. Level 2 qc failed but passed upon repeat. No flags or system errors were noted by the customer. A definitive cause of the incident is unknown.